Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the damaged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose level rose above 250 mg/dl while wearing the pod between 4 to 24 hours. The patient reportedly experienced pain at the infusion (arm), with redness and inflammation present. Upon removal from the infusion site, the pod¿s cannula was found to be damaged, described as ¿jagged or torn¿ and having ¿tiny tears.¿ as treatment, the pod was removed and a new pod was applied.

Manufacturer narrative:
Inspection of the soft cannula did not find it to be in any way damaged. No damages were observed that would contribute to the reported infusion site complaints, the cause of which could not be determined. The pod generated an 0x1c expiration alarm. The device was confirmed to have run for 80 hours.